Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller (serial number (B)(6) could not be confirmed. No product was returned for further testing, and no photos were submitted for review. A backup battery fault triggered by backup battery not installed alarms was observed from 10:02:39 to 10:03:10 on (B)(6) 2025. No other notable events are observed in the log file. From additional information it was stated that there was water spilled on the controller and the backup battery was uninstalled as part of the inspection for fluid ingress. There were no notable signs of fluid ingress noted, and the controller remains in use. A root cause of the fluid ingress could not be determined off the information provided. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery not installed alarms. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 04jun2024. No deviations from manufacturing or qa specifications were shown from the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and revealed a couple transient backup battery not installed alarms on (B)(6) 2025 at 10:02 am indicative of a system controller backup battery replacement. Some water spilled on the system controller, so the backup battery was taken out and checked. No issue occurred.